Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The patient reported a high blood glucose value of 369 mg/dl. The high blood glucose had been treated with an insulin pen correction. The high blood glucose had been present for three to four hours. No further information available.